Manufacturer narrative:
There was no lot code provided for this event. Attempts are being made to collect additional information. A trend analysis will be performed to determine if corrective action is needed.

Event description:
The complainant reported they have experienced multiple issues while using exofin micro. Issues noted include early cracking of the adhesive resulting in the wound not remaining sealed, runny product, burning during application and redness around incisions.